Event description:
I began using poligrip (B) (6) 1997 until present ((B) (6) 2010) while using this product, I have developed severe anemia which resulted in hospitalization for blood transfusions and later a hysterectomy. I also have been diagnosed with neuropathy due to numbness and tingling in my legs (feeling of pins and needles). I also have weakness and/or pain resulting in partial use of wheel chair. My conditions are permanent and requires medical care, medications and treatment. Dose or amount: denture cream. Frequency: twice daily. Route: oral. Dates of use: (B) (6) 1997 - present (B) (6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? No.